Manufacturer narrative:
(B)(4): the date of the event was reported as an unknown date in (B)(6) 2015.this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy resulting in peritonitis. The patient was hospitalized for an unrelated medical condition. During hospitalization, there was a breach in aspect technique, further described as "the hospital nurse dropped the open end of the pd cassette on the patient's bed and then attached it to the patient." The peritonitis event caused a prolonged hospitalization. The patient was treated with "multiple" unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. On an unknown date in the same month, the patient was discharged from the hospital. At the time of this report, the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.